Event description:
Same case as MFR report #: 2134265-2011-03367. (B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed in-stent restenosis. The index procedure treated a 100% stenosed, 2.5x30mm lesion of the proximal rca (right coronary artery). Treatment consisted of predilation, placement of two 2.25x32mm taxus liberte stents and post dilation resulting in 0% residual stenosis. The patient was discharged one day later on aspirin and prasugrel. The patient presented in july 2011 with shortness of breath. In-stent restenosis was found and the patient underwent a target vessel revascularization. The event was reported as resolved one day post procedure.

Event description:
It was further reported that in (B)(6) 2011 angiography showed 80% in-stent restenosis of the overlapping study stents. The distal rca was treated with an unspecified drug eluting stent resulting in 0% residual stenosis. The patient was discharged one day post reintervention on aspirin and prasugrel.

Event description:
It was further reported that the index procedure lesion was a total chronic occlusion. In (B)(6) 2011, the patient underwent a cardiolite stress test and a spect myocardial perfusion imaging study revealed a small anterior apical wall reversible defect consistent with lad (left anterior descending) stenosis. The patient had experienced shortness of breath since (B)(6) 2011, which was confirmed to be a symptomatology of in-stent restenosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Additional information: describe event or problem, relevant tests/lab data.(B)(4).